Event description:
It was reported there was an over infusion of fentanyl . A new bag of fentanyl was hung at 1105 at the intended rate of 25 mcg(2.5ml). At 1134, the rate was manually increased to 50 mcg (5ml/hr). At 1514, the rate was again manually decreased to 25 mcg, at that the bag was found empty. The brain and channels were removed from the room and red tagged. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : initial reporter e-mail. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported there was an over infusion of fentanyl. A new bag of fentanyl was hung at 1105 at the intended rate of 25 mcg (2.5ml). At 1134, the rate was manually increased to 50 mcg (5ml/hr.). At 1514, the rate was again manually decreased to 25 mcg, at that the bag was found empty. The brain and channels were removed from the room and red tagged. There was patient involvement but no harm.